Manufacturer narrative:
The device was returned for analysis. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. However, vessel locator wing damage was observed which suggests an interaction with patient tissue may have contributed to the wing damage and the difficulty removing the device a review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: device was returned.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional iliac angioplasty procedure. Reportedly on removal, the starclose se was stuck in the vessel. The starclose se access ports were used to remove the device. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.